Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Atherectomy was performed in the right coronary artery (rca). Following four treatment passes in the distal, mid and proximal areas of the vessel, imaging was performed and a perforation was noted in the distal rca. A balloon was inflated and held at the site of the perforation for a number of minutes. This was performed multiple times, and a covered stent was placed. Flow in the rca began to shut down, however the patient remained stable as there was distal flow from the collateral vessels. The patient was transferred to the intensive care unit and remained in stable condition post procedure.